Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Device passed the delivery accuracy test at 0.08760 inches device received with fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had low blood glucose level and had alleged that the insulin pump was over delivering. Customer¿s current blood glucose value was 180 mg/dl. Customer stated that they removed the set and the site was dripping insulin. No harm requiring medical intervention was reported. The device will be returned and the reservoir will not be returned for analysis.